Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred while performing the run-in step on a bipap a30-s silver series device. The device was not in use on a patient at the time of the occurrence. The bipap a30-s silver series device was evaluated at a third-party service center. During the evaluation it was noted that the main printed circuit assembly (pca) was faulty causing the run-in step to fail on the device. In conclusion, the main pca was to be replaced to address the reported issue. The device passed all final testing.